Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 11 states,"fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Event description:
It was report that patient underwent a total elbow arthroplasty on (B)(6) 2011. Review of radiographs revealed a fractured screw head in the patient. There has been no reported revision procedure to date.